Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh. It was reported that the patient underwent mesh excision on (B)(6) 2014 due to mesh exposure and implantation of another mesh. It was reported that the patient underwent repeat mesh procedure on (B)(6) 2012 in addition to mesh excision. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2014-06362 and 2210968-2014-06364. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. It was reported that patient underwent mesh removal/revision on (B)(6) 2012.

Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.